Event description:
Parent calling for assistance/guidance on product problem. Concerned about safety of product and does not know how to proceed. Pt hospitalized for the 5th time requiring surgery to remove infected suture. Presented to ER with severe burning abdominal pain, a lump in abdomen, area very hot to touch and red. Surgery 2 days later after initiation of antibiotic therapy. Surgeon confirmed infected suture. Last surgery 3 years ago. Initial surg: 1995.